Manufacturer narrative:
This report is filed on may 06, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced an infection of the skin flap, resulting in the decision to explant the device. The device was explanted on (date not reported). Reimplantation is planned but has not taken place as of the date of this report may 06, 2016.

Manufacturer narrative:
.